Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(4). Device fragments from initial procedure on (B)(6) 2016 were removed during revision procedure on (B)(6) 2016. Devices were not whole device, therefore, they are not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a repair of two bones on a patient¿s right hand was performed on (B)(6) 2016. During the procedure, two screw heads spun off during tightening. According to the reporter the shaft of the screw was left in the third or fourth metacarpal bone as the surgeon tried, unsuccessfully, to remove the shaft causing a forty (40) minute delay in the surgery. The surgeon opted to leave the shaft implanted. The screw heads were retrieved and discarded. Post-operative, it was noted two screws were migrated into tendon out of the bone. A revision surgery was performed in metacarpal bone in patient¿s hand on (B)(6) 2016 for removal of two (2) screws. The procedure was completed successfully and there was no delay in surgery. Patient status is reported as stable. This report will address post-operative migration of shaft of two (2) screws only. The intra-operative event will be captured in and reported under (B)(4). This is report 1 of 2 for (B)(4).